Manufacturer narrative:
Other text: e4: initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Ten (10) product samples were received for evaluation; the returned samples were decontaminated and without their original package inside a plastic bag. Visual and function testing was performed. Nine samples returned were from unused devices and no damage / broken can observed and one product sample was returned in another bag without the needle port. No actions taken since the failure is not associated with the manufacturing process. The reported issue was not duplicated. The root cause of the reported issue was unable to be determined.

Event description:
It was reported that the port needle broke off (snapped off) the handle part leaving the needle left in the patient. Additional information received on march 4, 2022 indicated the needle was able to be removed without harm or distress to the patient.